Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 322 mg/dl. The customer stated that the up and down scroll arrow buttons did not respond. No significant events leading to the keypad issues were observed. She stated that she was putting in her carbohydrates value when she noticed that the keypad was not functioning. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent up and down arrow button response due to corroded keypad traces. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked, reservoir tube cracked, and stained end cap sticker.